Event description:
Rptr recommends that a change be made to the varian equipment to truly implement an interlock for radiosurgery on varian accelerators. Currently procedure makes use of the 'motor motion disable' switches on the side panel of the gantry cabinet for turning off the power to the couch motors during the radiosurgery procedure. This is not yet an interlock, which would prevent treatment during a radiosurgery procedure in itself. The interlock can be implemented by coding varis to look at the switches when the stereotype radiosurgery tolerance table is invoked with the pt's treatment plan. The logic sequence is then: when the motor immobilization is turned off, varis senses this is the event that the radiosurgery tolerance table is in use and only then would varis allow the treatment to proceed after the 'motor motion disable' switches were on. Rptr did have a procedure where the couch position changed during the treatment in one direction by 3.5 centimeters and there was no interlock on the radiosurgery procedure. Varian is currently reviewing the incident. In the event that the equipment did not fail during this treatment, the only other possibility is that the motor immobilization switches were not turned off.